Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2012: the patient presented with pre-operative diagnosis of: distractive extension fracture, t6. Diffuse idiopathic skeletal hyperostosis. The patient underwent posterior spinal fusion with instrumentation , t2 to t10. Decompressive laminectomy , t6 to t7. Placement of local autograft. Placement of morsellized cancellous allograft. Placement of bmp ii. Per op notes: the patient brought into the operating room directly from the ICU. Insertion was made and screws were provisionally tightened. Cross links were measured. The bone graft was mixed with 150ml of crushed cancellous allograft as was one large and one medium bmp-ii and local blood. Bone morphogenic protein was equally divide between all motion segments between the facets as well as the lateral gutters. Bone graft was equally divide between all these segments as well. Two deep hemovac drains were placed. These were sewn in. Fascia was approximated fusion 0 vicryl in figure of eight fashion. On (B)(6) 2012: the patient was diagnosed with t6 fracture, 6-7 ligamentous injury, status post posterior spinal fusion/ instrumentation status post motor vehicle accident and underwent physical therapy.